Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: returned product consisted of a taxus liberte stent delivery system (sds) and stent with no other devices. There was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The second stent strut row from the proximal end of the stent had two stent struts stretched and bent. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion. Vascular access was obtained via the femoral artery. The 90% stenosed 2.25 x 24mm de novo target lesion was located in the moderately calcified and moderately tortuous left circumflex artery. After predilatation with an unknown device, the 2.25 x 24mm taxus liberte mr stent delivery system was advanced, but was unable to cross the lesion. The procedure was completed with the implant of a 2.25 x 23mm non-bsc drug eluting stent. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.